Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager lock failed. The field service engineer (fse) opened the remote manager (rm) side column and applied stabilant solution to the latch harness. Realigned the rm housing to catch the door hasp. Customer tested the inventory door multiple times with good results and was unable to recreate the failure. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager lock failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.